Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The product was returned. Blood and solution is dried on the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a scratch on an intraocular lens (iol) after insertion in the right eye. The iol was removed and an alternate iol was implanted without harm to the patient.